Event description:
Pt was implanted with a synchromed pump and catheter on 08/06/1997 for treatment of intractable spasticity related to cerebral palsy. The pt developed an infection of spinal orthopedic rods and the infection extended into the catheter tract and pump pocket. The pump and catheter were subsequently removed on 06/01/1998 and the pt recovered with antibiotic therapy. The device was not returned for analysis.